Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/21/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: when was the suture brittle (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify can you identify the product code and lot number of the product involved? How many devices demonstrated the alleged deficiency? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The wire is brittle during use on patients. It is vicryl plus in 3-0, 70cm which has lot n° xcbdckad, 2025-03-28, 2028-02-29. As well as vicryl plus in 0, 70cm, which has the lot n° ujbdmlao, 2024-08-29, 2027-07-31. There was at least the problem on a ten wires. We still have several threads of the lots. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that an animal underwent an unknown animal procedure on an unknown date and suture was used. It was reported that the thread is much more brittle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 10/13/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.